Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain limiting daily activities and loosening of the tibia component. The tibial component and articular surface were removed and replaced with an addition of a tibial stem implant. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided, which show periprosthetic lucency adjacent to the tibial pegs. This suggests loosening. Device history record (DHR) was reviewed and no deviations/ anomalies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. It was determined that this device was manufactured prior to the corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by review of actual device received. Evaluation of the returned tibial component had some bone cement in the tm posterior to the pegs. The tm pegs had been cut off. Some nicks were noted on the finished surface. Ap and ml dimensions were conforming to print specifications. Device history record (DHR) was reviewed with no deviations or anomalies identified. The problem with this device constitutes a "design issue" as the root cause. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The additional information contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42-5122-004-11, persona¿ vivacit-e, lot code 62284720, 42-5022-060-01, persona¿ trabecular metal, lot code 11009629, 00-5878-065-32, nexgen® trabecular metal, lot code 62410453. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient was revised due to pain and loosening of the tibia component. No further information has been made available at this time